Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was refilled on (B)(6) 2025 and at that time the pump was alarming due to low reservoir, but then the alarm restarted again shortly after the refill. Confirmed there was still an active alarm showing on the home screen. Reviewed known issue w/ new tablet software that can cause this issue. Reviewed how to silence alarm and update the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.